Event description:
A physician attempted an arteriotomy closure with a starclose device after an unk procedure. The surgeon was unable to fire the clip as the two arrows would not line up together. The device could not be removed from the pt even with the use of the safety button. A surgical procedure was performed to remove the device. After the procedure, the arterial pulsations in the leg were normal. The pt is reportedly fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.